Manufacturer narrative:
To date, the device has not been returned yet, therefore the device has not been examined. The device was either lot number 171421 or 170934. Since the spiral was reported that it broke during insertion, it could have been from being excessively torqued. If the electrode is excessively torqued during (e.g. Rotated > 1 ½ turns clockwise) application to the presenting part, then this could have caused the needle to break and remain embedded in the patient's scalp. Based on the information reported, I feel that using excessive torque when applying the electrode to the baby's head is the cause of the breakage of the spiral needle tip. More education on proper insertion along with reviewing of the IFU's are indicated.

Event description:
On the (B)(6) 2018 a midwife applied a scalp electrode during delivery (fully dilated). The electrode immediately broke off at the first movement of application. Fortunately she immediately noticed this and reported the incident to the pediatrician. The pediatrician made an x-ray of the skull of the baby on the (B)(6) 2018. It indeed appeared that the electrode wire was still under the skin. You cannot feel it on the baby's head, but it will be removed in consultation with the doctor and the plastic surgeon.